Event description:
It was reported that prior to PICC insertion the customer trimmed the PICC as per protocol. When the customer went to pull the guide wire back through the t-piece there was little resistance. Previously it was harder to pull the wire back therefore it stayed in place. Once the customer primed the PICC with saline as per protocol the wire moved. The customer has resorted to taping the wire in place as a result. Also when the customer primed the PICC the saline leaked out of the rubber at the t-piece. 1/14/2024 - additional information received: it was reported there was no patient harm, the PICC was able to be used as the problem on affects the insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that prior to PICC insertion the customer trimmed the PICC as per protocol. When the customer went to pull the guide wire back through the t-piece there was little resistance. Previously it was harder to pull the wire back therefore it stayed in place. Once the customer primed the PICC with saline as per protocol the wire moved. The customer has resorted to taping the wire in place as a result. Also when the customer primed the PICC the saline leaked out of the rubber at the t-piece. On 1/14/2024 - additional information received: it was reported there was no patient harm, the PICC was able to be used as the problem on affects the insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking t-lock was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of the known issue. H3 other text : evaluation findings are in section h.11.